Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a discrepant hcv result for a run control sample tested on the cobas® mpx - 480t assay using the cobas 8800 analyzer. The run control sample is manufactured by another blood screening site in france, and is used by the customer as an internal control twice a day to validate the results. A positive hcv result was expected for the run control sample; however, the generated result was negative.